Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No information regarding the second referenced fecal management system kit is available. Three follow-up attempts were made on (B)(6) to obtain additional event information. No additional event information has been provided to date. A return sample for evaluation is not expected. Should additional information becomes available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Convatec territory manager reports while in-servicing at the facility, an intensive care unit nurse reported that two fecal management systems leaked at the valve while inflating the balloon.